Manufacturer narrative:
The following devices were also listed in this report: triathlon cr fem comp #5 l-cem; cat# 5510-f-501; lot# edpll. Triathlon prim cem fxd bplt #5; cat# 5520-b-500; lot# efh6m. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device remains implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Remains implanted.

Event description:
Patient had a left knee replacement and is experiencing pain. He has seen a second physician to determine if he is allergic to any triathlon stryker products implanted in his knee.

Manufacturer narrative:
An event regarding user error resulting in pain involving triathlon insert was reported. Conclusion: based on the information provided there is no indication or allegation that device reported in this investigation contributed to the event. Medical review has determined that the patient's pain was explained by the retained osteophyte around the patella during primary arthroplasty. The patient was revised to remove the osteophyte around the patella. All devices remain implanted. The patient is reported to be attending a second physician to determine if they are allergic to the implants however medical review indicates that there is no evidence present in the records to support such an assumption. All problems and complaints can be plausibly explained by the retained osteophyte during primary arthroplasty. Metal allergy to implant materials is at first very rare and at second causes different symptoms. It is also noted that the reported device is not part of a recall. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient had a left knee replacement and is experiencing pain. He has seen a 2nd physician to determine if he is allergic to any triathlon stryker products implanted in his knee.